Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 253 mg/dl. Reportedly, the customer loaded cartridge with cold insulin. A new cartridge was successfully loaded to address the issue.